Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and when the surgeon attempted to remove the plate, it would not dislodge from the cage. The cage and plate were removed and alternates were used to complete the case without reported patient impacts. This is report one of two for this event.

Manufacturer narrative:
Additional information in b4, d10: device availability, g4, g7, h2, h3, h4, h6: methods, results, and conclusion codes the specified identity of the device was confirmed and the device was examined. Visual inspection revealed that one plate is stuck in the cage. The anchoring plate is observed to be out of line compared with the slot and the center support of the cage. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the anchoring plate was difficult to insert and when the surgeon attempted to remove the plate, it would not dislodge from the cage. The cage and plate were removed and alternates were used to complete the case without reported patient impacts. The complaint is confirmed. The exact cause of this event can't be determine with the available information. However, as the plate is observed to be out of line with the cage slot, the anchoring plate appears to have gotten jammed due to being inserted at an angle to the anchoring plate slot.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the anchoring plate was difficult to insert and when the surgeon attempted to remove the plate, it would not dislodge from the cage. The cage and plate were removed and alternates were used to complete the case without reported patient impacts. This is report one of two for this event.